Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported he is experiencing ineffective stimulation. The pt indicated stimulation is only felt when he applies pressure to the lead. The sjm rep met with the pt and the issue is now resolved.